Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillator (crt-d) device exhibited out of range amplitude. Upon review, there were no noise and impedance measurements were stable. Myopotential testing was performed, and no low r waves were seen. The patient had some premature ventricular contraction (pvc). This right atrial (ra) lead thresholds were noted. It was noted that when the ra threshold testing was performed, the device stopped pacing. However further review of latitude showed some v episodes and atrial tachy response (atr) episodes with noise on all, likely due to electromagnetic interference (emi). The patient underwent heart surgery few months back and there was significant dropped in the p waves. The plant was to perform an x-ray and further discuss with the physician. The device and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).